Event description:
Adverse event(s): "unk adverse event" (no info). Product problem(s): "no info" (no info). A surgeon reported an adverse event with unk details while using the gas. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).